Manufacturer narrative:
Date of event entered is an estimated date as the date of event was not provided.

Event description:
It was reported that during the photoselective vaporization of the prostate procedure, the fiber forward fired rather than firing out of the output window. This resulted in damage to the patient's bladder. The fiber was replaced.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual analysis identified a distal circumferential fracture of the glass cap. The glass cap exhibited mild devitrification at the output window. The metal cap exhibited mild charred debris adhesion on its surface, indicative of tissue contact. Functional testing of the fiber using a hene (helium-neon) laser fixture showed there were no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appear in good condition and are secure. The fiber passed the connector segment verification test. The control knob is attached and aligned with the fiber and can rotate the fiber. Additional testing of the fiber was conducted to determine the fiber's forward firing capability. The forward firing ratio was found to be 1.26%, which, per previously conducted fiber testing, is indicative of having negligible to no patient harm/risk and is not considered as possessing forward-firing capability. The device instructions for use (IFU) were reviewed. The reported patient harm was found to be listed in the IFU as one of the anticipated events. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the analysis results, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the fiber tip damage identified via analysis. The allegations of forward firing and resultant bladder injury could not be confirmed by analysis. With the available information analysis concluded that the reported forward firing that was alleged to have injured the patient's bladder was not confirmed. Analysis identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. Functional testing of the returned fiber to determine its forward firing capability found that the forward firing ratio of the fiber was 1.26%. Previous testing of fibers conducted identified that fibers with less than 15% forward firing ratio did not produce significant impact to tissue. Therefore, the returned complaint fiber with 1.26% forward firing ratio would indicate a negligible or no patient harm and is not considered as possessing forward firing capability. The information reasonably suggests the identified circumferential fracture did not cause or contribute to the reported bladder injury and is unlikely to cause patient harm if it were to recur. The procedure was completed without any additional patient complications reported. It is probable that the tissue adhesion identified on the metal cap contributed to the elevated temperatures leading to the circumferential fracture. Continuous elevated temperatures can lead to fiber damage including circumferential fracture. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. According to the instructions for use, increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis identified the glass cap exhibited severe devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Additional manufacturer narrative: b3 - date of event entered is an estimated date as the date of event was not provided.

Event description:
It was reported that during the photoselective vaporization of the prostate procedure, the fiber forward fired rather than firing out of the output window. This reportedly resulted in damage to the patient's bladder. The fiber was replaced.

Manufacturer narrative:
H6 patient codes: corrected h10: labeling included upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual analysis identified a distal circumferential fracture of the glass cap. The glass cap exhibited mild devitrification at the output window. The metal cap exhibited mild charred debris adhesion on its surface, indicative of tissue contact. Functional testing of the fiber using a hene (helium-neon) laser fixture showed there were no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appear in good condition and are secure. The fiber passed the connector segment verification test. The control knob is attached and aligned with the fiber and can rotate the fiber. Additional testing of the fiber was conducted to determine the fiber's forward firing capability. The forward firing ratio was found to be 1.26%, which, per previously conducted fiber testing, is indicative of having negligible to no patient harm/risk and is not considered as possessing forward-firing capability. The device instructions for use (IFU) were reviewed. The reported patient harm was found to be listed in the IFU as one of the anticipated events. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the analysis results, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the fiber tip damage identified via analysis. The allegations of forward firing and resultant bladder injury could not be confirmed by analysis. With the available information analysis concluded that the reported forward firing that was alleged to have injured the patient's bladder was not confirmed. Analysis identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. Functional testing of the returned fiber to determine its forward firing capability found that the forward firing ratio of the fiber was 1.26%. Previous testing of fibers conducted identified that fibers with less than 15% forward firing ratio did not produce significant impact to tissue. Therefore, the returned complaint fiber with 1.26% forward firing ratio would indicate a negligible or no patient harm and is not considered as possessing forward firing capability. The information reasonably suggests the identified circumferential fracture did not cause or contribute to the reported bladder injury and is unlikely to cause patient harm if it were to recur. The procedure was completed without any additional patient complications reported. Labeling review: the device instructions for use (IFU) was reviewed. The reported patient symptom of tissue damage is a known risk with this device and is indicated as such in the IFU. It is probable that the tissue adhesion identified on the metal cap contributed to the elevated temperatures leading to the circumferential fracture. Continuous elevated temperatures can lead to fiber damage including circumferential fracture. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. According to the instructions for use, increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis identified the glass cap exhibited severe devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Additional manufacturer narrative: b3 - date of event entered is an estimated date as the date of event was not provided.

Event description:
It was reported that during the photoselective vaporization of the prostate procedure, the fiber forward fired rather than firing out of the output window. This resulted in damage to the patient's bladder. The fiber was replaced.